Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2017 with the following findings: a review of the black box showed no power on resets. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The battery cap was not returned. A test battery cap was able to fit and complete 24 hour duration testing. No power on resets were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.